Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.it is unknown which guide sets were used in the reported procedures. The following sections could not be completed; the part/lot information could be: catalog number - 32-485004. Lot number - zb140101. Manufacture date february 22, 2014.or the part/lot information could be: catalog number - 32-485005. Lot number - zb141201. Manufacture date january 4, 2015.or the part/lot information could be: catalog number - 32-485006. Lot number - zb141201. Manufacture date january 12, 2015.or the part/lot information could be: catalog number - 32-485007. Lot number - zb140301. Manufacture date april 29, 2014.or the part/lot information could be: catalog number - 32-485034. Lot number - zb110101. Manufacture date july 13, 2011.or the part/lot information could be: catalog number - 32-485035. Lot number - zb121101. Manufacture date december 29, 2012.or the part/lot information could be: catalog number - 32-485036. Lot number - zb130701. Manufacture date september 23, 2013.or the part/lot information could be: catalog number - 32-485037.lot number - 017710. Manufacture date december 18, 2014.or the part/lot information could be: catalog number - 32-485004. Lot number - zb141202. Manufacture date january 8, 2015.or the part/lot information could be: catalog number - 32-485005. Lot number - zb140301. Manufacture date may 6, 2014.or the part/lot information could be: catalog number - 32-485006. Lot number - zb140902. Manufacture date november 21, 2014.or the part/lot information could be: catalog number - 32-485006. Lot number - zb140101. Manufacture date february 22, 2014.or the part/lot information could be: catalog number - 32-485007. Lot number - zb141201. Manufacture date january 4, 2015.or the part/lot information could be: catalog number - 32-485007. Lot number - zb140902. Manufacture date november 27, 2014.or the part/lot information could be: catalog number - 32-485034. Lot number - zb100701. Manufacture date august 24, 2010.or the part/lot information could be: catalog number - 32-485034. Lot number - zb101201. Manufacture date july 29, 2011.or the part/lot information could be: catalog number - 32-485035. Lot number - zb150901. Manufacture date october 15, 2015.or the part/lot information could be: catalog number - 32-485035. Lot number - zb110101. Manufacture date july 7, 2011.or the part/lot information could be: catalog number - 32-485036. Lot number - zb101101. Manufacture date july 4, 2011.or the part/lot information could be: catalog number - 32-485037. Lot number - zb090109. Manufacture date march 3, 2009.or the part/lot information could be: catalog number - 32-485037. Lot number - zb100401. Manufacture date july 2, 2010.

Event description:
It was reported during multiple cases on unknown dates with different patients, devices were found to have different cut angles than expected. In some cases, the surgeon noticed instability and corrected cuts free-hand. No further information has been provided.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4). Dimensional evaluation found component to be within appropriate design specification and there was no evidence of product nonconformance. During the evaluation, evidence of normal use was noted on the device. This complaint could not be confirmed and a conclusive root cause could not be determined.